Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: everything was going great, but I wore my aligners for 3 weeks at a time because I was scared to switch quickly. Then, when I got to week 11, my root canal failed, and now I need a retreatment of the root canal. My dentist says the week 11 aligner could be the cause and that I need to do new impressions. The clinical team requested a letter of recommendation, but it was not provided in the patient files. No further documentation or response from the patient regarding the complaint has been received. This record has been forwarded for clinical review to determine if the dental work was due to aligner therapy. Further follow-up may be needed to assess any potential connection.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.